Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the pump was used to deliver dilaudid 1000.0mcg/ml; 396.0mcg/day and bupivacaine 10.0mg/ml; 3.9mg/day. The motor stall occurred on (B)(6) 2018 (event code 3) with a pump stop elapsed timer greater than or equal to tube set threshold on (B)(6) 2018 (event code 4). There were no other events in the logs passed (B)(6) 2018. Service code 234 (temporary stop or tube set duration exceeded; pump stopped for 835 hours and 49 minutes) was seen at the beginning of the session. There were no volume discrepancies (volume was expected). No further actions were taken. The patient did not experience any symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received unknown drug in an implantable pump for non-malignant pain. An active motor stall was seen on initial interrogation with no recovery recorded. The patient did not recently have an MRI. It was indicated the pump had been stalled for more than 300+ hours. There were no known sources of electromagnetic interference (emi). The manufacturer representative was going to call the health care provider (hcp) to get more history. The manufacturer representative would call be if needed. No symptoms were reporter. No further information was provided.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the patient did have an MRI since the physician last saw them. The hcp was not familiar with the motor stall warning on the new clinician tablet and thought it was something else. Everything was running fine. No further information was provided.